Event description:
A loose charging port was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The patient declined further follow-up at the time of the report.